Event description:
Bhcrl1n was delivered with a defective instrument (l20415 - broach corail amt 15). The bar was bent so that both the broach handle and the trial necks couldn't be clicked into place. Salesforce case was opened towards the party who deals with loaner sets: case 14530591.

Manufacturer narrative:
(B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the device cannot confirm that the device was damage prior to use. Device was manufactured in november 2014 and shows signs of normal wear due to normal use. However, visual examination of the device observed that the post is severely bent. The post condition prevents the broach to properly assemble with mating devices. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.